Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient¿s paddle lead migrated and fell out of the epidural space. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned into its original location. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient¿s paddle lead migrated and fell out of the epidural space. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned into its original location. Effective therapy was restored post operatively.